Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 402452, lead, implant: (B)(6)1997. (B)(4).

Event description:
It was reported that insulation damage was discovered on the patients right atrial (ra) lead during a changeout procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.